Event description:
The following has been reported: during on-site training class for new customer, ivenix lvp was left plugged in and in shutdown/standby mode last night after the last class. This morning when we arrived, there was an audible alarm, two red lights flashing, no screen alert. Required complete power down. When powered up, it performed as expected through next class. While in shutdown between classes (approx. 2 hours later), it repeated the above alarm, lights. Complete power down. Has remained plugged into power source since yesterday. Showing full battery. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: processor hardware failure (linux core) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. The lvp would show a pump problem alarm when in standby or in operation. The investigation showed the som was locking up and the problem was following that specific som indicating a faulty unit. The logs recorded by the lvp showed multiple coherence msec tick failures suggesting the som lockup. Som failure can affect the fluid delivery and/or user interface functions. Failure modes are inaccurate flow and can't stop flow. Failure tracks som. A scar has been opened to address this issue. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.